Manufacturer narrative:
A field service engineer (fse) was on-site. Fse rebuilt the ratio pump and replaced the flow cell. Fse then performed calibration and ran precision runs. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The original na and cl results were 168 and 129mmol/l respectively. The system performed a critical rerun and the results were 141 and 112mmol/l. The sample was then run on a different instrument and the results were 140 and 112mmol/l. The erroneous results were not reported outside of the laboratory. There was no affect to patient treatment.